Manufacturer narrative:
Additional information was received and explant status was updated to date known.

Event description:
The device was explanted.

Event description:
Patient reported a left side deflation. The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening curved on radius leak test and microscopic analysis was performed which identified: opening crease smooth on radius, observed void >1 mm in non-textured, valve-to shell-bond area and observed void on valve side out specification per qa199.06 (texture side) the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius due to fold flaw opening. Void on valve texture side assessed as a workmanship fi results: review of DHR for the related work order did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. Review of diaphragm valve/seat assembly router for the related work did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All assembly operations and tasks were performed according to applicable current procedures to ensure that diaphragm valve/seat assembly met the required specifications. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. The device remains implanted.